Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The field experience of extended charge time was verified in the laboratory. It is believed that the extended charge time was caused by damage on the high voltage charging circuitry. The root cause could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the clinic after receiving an alert. Upon interrogation, charge time of capacitor maintenance timed out was noted. The physician attempted to perform capacitor maintenance but was unsuccessful. The device was explanted.